Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient came to the physician after a removal of his previous inflatable penile prosthesis (ipp). The physician is not aware of the circumstances around the removal, but the patient requested a new implant. The removal was far enough back that the patient experienced a lot of scarring in the corporal bodies, as seen inter-operatively at the re-implant surgery. A new ipp was implanted and there were no patient complications.

Manufacturer narrative:
Information updated: evaluation conclusion codes and additional MFR narrative there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient came to the physician after a removal of his previous inflatable penile prosthesis (ipp). The physician is not aware of the circumstances around the removal, but the patient requested a new implant. The removal was far enough back that the patient experienced a lot of scarring in the corporal bodies, as seen inter-operatively at the re-implant surgery. A new ipp was implanted and there were no patient complications.